Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00069. It was reported that the patient was admitted for workup due to repeated shocks. The implantable cardioverter-defibrillator (ICD) was noted to be in back-up and the battery had reached eri. It was unknown if the shocks were appropriate since the device was in back-up. The possible cause of defibrillator failure was considered by the physician. Right ventricular lead abrasion was also noted. The lead appeared to be functioning normally, so no intervention was performed. The ICD was explanted and replaced. The patient was stable.